Manufacturer narrative:
Should add'l info become available regarding this event it will be re-evaluated and a follow-up report will be sent.

Event description:
Clinical study pt. On (B)(6) 2011, an advance sling was implanted to treat incontinence. It was reported that on (B)(6) 2011 the pt had developed "de novo urge" urinary incontinence. This event is considered to be device related and the event status is continuing.